Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hypoglycemia after announcing and bolusing for a lunch meal but then stopping the meal, resulting in excess insulin relative to carbohydrate intake; glucose values included ilet readings in the 50¿60 mg/dl with fingersticks ranging from 62 mg/dl to 103 mg/dl, and the user required repeated carbohydrate treatment while the ilet trended upward. Symptoms included feeling hot, sweaty, weak, and unwell consistent with hypoglycemia. Outcomes included urgent low glucose that was treated with oral carbohydrates, with glucose rising and the user reporting improvement without hospitalization. Investigation included customer care agent real-time troubleshooting and education on hypoglycemia treatment and appropriate meal announcement behavior. Investigation of this case revealed that the event was attributable to an incorrect meal size announcement followed by incomplete meal consumption, leading to insulin over-delivery for the actual intake; device performance and sensor-to-fingerstick discordance were monitored but no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user handling related to meal announcement and carbohydrate intake mismatch was the cause.